Manufacturer narrative:
Although the multiple attempts were requested for the device to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined. If additional information becomes available, a supplemental emdr will be submitted to the FDA at that time.

Event description:
The complaint/event involved a plum 360¿ infuser that was reported to not alarm and continue running a fluid bolus which caused air to run through the IV line. Although there was patient involvement, there was no specific harm reported and no delay in therapy. Gcm received a medwatch mandatory report MDR report number mw5148743 on (B)(6) 2023, which stated: ¿IV pump failed to alarm and to stop when IV bag ran dry. It kept running while IV was still connected to patient.¿